Event description:
The patient was replaced. The generator could not be interrogated due to low battery. The explanting facility historically does not return explanted devices so the device has not been received. No other information has been received.

Event description:
It was reported that the patient's generator was at ifi=yes, and the physician believed that the battery may have depleted more quickly than normal. The device history record of the generator was reviewed, and it was confirmed that the device was laser-routed during the manufacturing process. This process is known to leave contaminates on the edge of the printed circuit board, allowing excess current drain from the battery. Data from the patient's device was reviewed. The charge consumed of the battery depleted more quickly than expected as compared to the battery voltage measurements, indicating premature battery depletion due to the manufacturing process.